Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker system detected noise and low out of range pacing impedances of less than 200 ohms on the right atrial (ra) channel. It was also noted high pacing thresholds were detected on the right ventricular (rv) channel. The cause for the clinical observations remains unknown. The decision was made to explant and replace this pacemaker along with the associated ra and rv leads. The pacemaker was retained by the hospital, so return is not expected. No additional adverse patient effects were reported.